Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no: 626626) for female sterilisation. The patient had a medical history of heavy menstrual bleeding, allergy (1, nubain, 2, phenergan), surgery (1. Sinus surgery with septal repair, 2009. 2. Essure placement, 2008, 3. Diagnostic laparoscopy, on (B)(6) 2015.), dysmenorrhea, pelvic prolapse (grade 2), rectocele (grade 2), painful intercourse, parity 5 and multi gravida. Previously administered products included: salbutamol and tylenol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 3022 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy. Uterosacral ligamentoplasties). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery? No. Discrepancy noted insertion date of drug updated to on (B)(6) 2008 00:00. The first essure coil was positioned in the right fallopian tube without difficulty with one coil within the cavity. In the same manner, a second coil was placed in the patient's left fallopian tube without difficulty. This time with four coils visualized within the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.67 kg/sqm. [Pathology test] on (B)(6) 2016: diagnosis: uterus with cervix, attached bilateral fallopian tubes and ovaries: hysterectomy with salpingo-oophorectomy. Cervix: chronic cervicitis with nabothian cysts; no evidence of squamous or glandular intraepithelial lesion, endometrium: secretory endometrium. Myometrium: extensive adenomyosis: fibrous serosal adhesions and focal endometriosis. Ovaries and fallopian tubes: corpus luteum and remote hemorrhagic cysts; fallopian tubes. Comment: extensive adenomyosis and serosal endometriosis is present which could well be responsible for the pelvic pain and dysmenorrhea, gross description: within the cornu extending to possible fallopian tube stumps are two metal coiled pieces of wire on either side. Each wire is approximately 3 centimeters in length and 0.1 centimeter in greatest diameter and are consistent with essure contraceptive devices. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. 626626) for female sterilisation. The patient had a medical history of heavy menstrual bleeding, allergy (1, nubain, 2, phenergan,), surgery (1. Sinus surgery with septal repair, 2009. 2. Essure placement, 2008, 3. Diagnostic laparoscopy, jul2015.), dysmenorrhea, pelvic prolapse (grade 2), rectocele (grade 2), painful intercourse, parity 5 and multi gravida. Previously administered products included: albuterol [salbutamol] and tylenol. On 15-may-2008, the patient had essure inserted. On 23-aug-2016, 3022 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy.uterosacral ligament plication). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no discrepancy noted insertion date of drug updated to 15may2008 from 01-jan-2008 00:00 the first essure coil was positioned in the right fallopian tube without difficulty with one coil within the cavity. In the same manner, a second coil was placed in the patient's left fallopian tube without difficulty. This time with four coils visualized within the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.67 kg/sqm. [Pathology test] on 23-aug-2016: diagnosis: uterus with cervix, attached bilateral fallopian tubes and ovaries: hysterectomy with salpingo-oophorectomy. Cervix: chronic cervicitis with nabothian cysts; no evidence of squamous or glandular intraepithelial lesion, endometrium: secretory endometrium. Myometrium: extensive adenomyosis: fibrous serosal adhesions and focal endometriosis. Ovaries and fallopian tubes: corpus luteum and remote hemorrhagic cysts; fallopian tubes. Comment: extensive adenomyosis and serosal endometriosis is present which could well be responsible for the pelvic pain and dysmenorrhea, gross description: within the cornu extending to possible fallopian tube stumps are two metal coiled pieces of wire on either side. Each wire is approximately 3 centimeters in length and 0.1 centimeter in greatest diameter and are consistent with essure contraceptive devices lot number: 626626 manufacture date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.